Event description:
While the physician was performing a liver biopsy and upon removal of needle. It was observed that there was shard of metal sticking out of the top of it at a 90 degree angle. Ultrasound was performed and apparently there was no noticable bleeding then would be expected. The manufacture was notified. Diagnosis or reason for use: liver biopsy.